Event description:
It was reported through litigation process that sometime post a port placement procedure, the catheter had allegedly fractured, had fluid leak, migrated and developed thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration and fluid leak, as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in this complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4: (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through litigation process that approximately seven months and six days post port placement procedure, the port had fractured, fluid leak, migrated, developed thrombosis and the catheter occluded. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and six days post port placement, port-a-cath tip had migrated to the subclavian vein and appeared entirely occluded. There was leakage from the mid portion of the catheter under the scapula. Around twenty-three days later, removal of mediport was performed. The patient tolerated the procedure well without apparent complications. Therefore, the investigation is confirmed for the reported fracture, material separation, migration, obstruction of flow and fluid leak. Furthermore, the clinical conditions alleged in this complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.